Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 200 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and initial alarm volume test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that hte ventilator would not ventilate while in use on a patient.